Manufacturer narrative:
The maryland bipolar forceps instrument was found to have a broken chassis at the location where the nose cover is located. The broken piece was not returned, measuring roughly 1.23 x 0.36 in size. Components adjacent to this broken chassis are missing, like the nose cover. The electrical continuity was performed and passed. The inputs were manually articulated and passed. Additionally, the instrument was found to have a dislodged nose cover. The instrument was visually inspected, and the nose cover measuring roughly 23.36 mm - 9.24 mm was found to be dislodged and not returned due to the damage on the proximal chassis. Additionally, the instrument was found to have one or more of the housing snaps broken. A broken piece was returned, measuring roughly 4.07mm x 5.19mm in size, and two tabs were not returned, measuring roughly 2.11 mm x 2.14 mm. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. The instrument was found to have clamping pulley residue. The instrument's housing was removed, and upon inspection, the instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for inputs joggle left/right, yaw, pitch, and joggle up/down, located inside the backend of the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking.

Event description:
It was reported that during central processing, the sp maryland bipolar forceps instrument was found to have a piece missing from the back of the arm. There was no report of fragment falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the reporter was not able to provide further details.